Manufacturer narrative:
The following devices were also listed in this report: tri ts baseplate size 6; cat# 5521-b-600; lot# vgtva. Tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 0043122l. Tri lm/rl tib aug sz6 10mm; cat# 5546-a-601; lot# unknown. Tri lm/rl tib aug sz6 10mm; cat# 5546-a-602; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision due to "painful knee".